Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report a missing sensor wire on (B)(6) 2015. The patients mother was unable to locate the sensor wire on the sensor pod. The patient's mother did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).